Event description:
It was reported that the system stored an untreated episode due to oversensing of noise. An in-office check could not reproduce the noise. Technical services reviewed and discussed the data. The clinic reprogrammed the sensing vector. There were no adverse patient effects. The system remains implanted. This device is part of CAPA (B)(4) emblem sense b noise

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the complaint for more information regarding the specific circumstances of this event.